Event description:
Technician alleged that the pt left side rail does not stay up. No pt was injured.

Manufacturer narrative:
Technician found the end tube was damaged. The technician replaced the broken end tube to resolve the issue.